Event description:
It was reported during the left mca middle cerebral artery aneurysm procedure, the subject stent failed to advance when reaching the proximal-middle section of the microcatheter despite multiple attempts. While withdrawing the microcatheter and subject stent from the patient, the stent prematurely deployed inside the microcatheter. The procedure was concluded with no clinical consequences to the patient.

Event description:
It was reported during the left mca middle cerebral artery aneurysm procedure, the subject stent failed to advance when reaching the proximal-middle section of the microcatheter despite multiple attempts. While withdrawing the microcatheter and subject stent from the patient, the stent prematurely deployed inside the microcatheter. The procedure was concluded with no clinical consequences to the patient.

Manufacturer narrative:
D9 product available to stryker ¿ updated. D9 returned to manufacturer on ¿ updated. C2/d10 concomitant products grid (1) - updated. H3 device evaluated by mfg ¿ updated. Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection the stent delivery wire (sdw), stent introducer sheath and a stryker catheter were returned. The stent was located in the microcatheter lumen, at the proximal end of the catheter. The catheter was cut in an attempt to retrieve the stent, however, the stent could not be removed. The distal tip of the sdw was broken/fractured, and located within the catheter. The stent was still loaded on the broken piece of sdw. All 3 marker bands were present on the distal end of the stent. The stent was noted to be deformed. The sdw was noted to be kinked/bent. The introducer sheath was noted to be intact. Functional inspection was unable to perform as the stent was returned in a deployed state. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported event of the stent deployed prematurely during use was not confirmed during device analysis as the stent was still loaded on the stent delivery wire (inside the lumen of the microcatheter). The other event of the stent difficult/unable to advance or pullback through catheter could not be replicated. However, the analysis results are consistent with the reported event. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer indicated that the device was prepared as per the dfu. There was no damage noted to the packaging prior to opening the packaging and the device was confirmed to be in good condition prior to use on the patient. Continuous flush was set up and maintained throughout the clinical procedure. It was reported that 'atlas stent was selected. After the stent entered the microcatheter and traveled a certain distance, significant resistance was encountered when it reached the proximal-middle section of the microcatheter. Despite multiple attempts, the stent could not advance further. The physician then used an introducing sheath to retract the stent and observed damage at the proximal end of the stent during the retraction process. Consequently, the stent was replaced with another atlas stent of the same model, and the original microcatheter was used for delivery. After the stent entered the microcatheter, it again failed to advance when reaching the same location despite multiple attempts. Ultimately, the physician withdrew the microcatheter along with the stent system from the body'. This complaint refers to the second stent. A product condition update was provided which stated that, when the operator withdrew the second stent, it deployed inside the catheter. The stent was returned for analysis in a deployed condition inside the proximal section of the microcatheter. Although the microcatheter was cut at the stent location, it was not possible to remove the stent from the microcatheter lumen. The visible part of the stent was noted to be deformed. The introducer sheath was returned for analysis and was undamaged. The stent delivery wire (sdw) was returned and was noted to be kinked/bent towards the distal end of the wire. In addition, the distal tip of the sdw was broken/fractured just distal to the proximal bumper. The broken tip of the wire was noted to be still present inside the stent in the microcatheter lumen. For this reason, the stent is not considered to have deployed prematurely during use as it was returned for analysis still loaded on the sdw. All of the follow-up responses from the physician indicate that the introducer sheath was correctly positioned and that the dfu instructions were followed during stent transfer. However, if the rhv vent cap is not sufficiently tightened, it is possible for the sheath to experience minor inadvertent proximal movement after it has been correctly positioned inside the rhv/microcatheter hub. Proximal movement of the sheath in the hub would result in a gap between the distal end of the sheath and the microcatheter lumen. If this were to occur, it is likely that, during advancement of the stent to transfer it from the sheath into the proximal end of the microcatheter lumen, the stent would partially deploy into this gap. The user will then experience increased resistance while attempting to advance the stent into and through the proximal section of the microcatheter, resulting in possible damage to the stent and sdw. Upon realizing this through increased resistance, the user may then attempt to withdraw the stent. During this action, and particularly if the stent is firmly stuck inside the lumen of the microcatheter, the distal section of the sdw can become damaged/deformed. This appears to be an extreme case, where the distal tip of the sdw has become broken/detached, just distal to the sdw proximal bumper. This is one possible explanation for the findings and the available information relating to this complaint. The as reported event of the stent difficult/unable to advance or pullback through catheter as well as the as analyzed damage of stent deformed, sdw broken/fractured during use, and sdw kinked/bent will be assigned procedural factors as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was reported to have been used in accordance with the dfu, but performance was limited due to unknown procedural factors during use. The reported event of the stent deployed prematurely during use will be assigned not confirmed.